Manufacturer narrative:
H10: received: one used list# cl2100, chemolock¿ port. Lot# unknown and one used list# 146870438, ls, primary plumset, clave port, clave y-site, 103 inch. Lot# unknown on september 25, 2019 in salt lake city for investigation. There were no visual anomalies or damage. Subsequent leak testing showed the used cl2100 chemolock port to meet product leak expectations outlined in the product performance specification. The product complaint was unable to be confirmed. A device history review (DHR) lot review was not conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a chemolock that the customer reported leaking an unspecified chemotherapy medication between the chemolock and primary plumset. The connection of the chemolock and the clave secondary port of a primary plumset cassette broke off. There was patient involvement, however no report of adverse event or a delay in critical therapy.